Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the quality controls (qc) were low out of range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked probe alignment, mixer alignment and mixer motors. The cse checked and confirmed vacuum and water to all wash ports and also corrected the alignment of wash ports. The cse checked drain pump 1 cassettes and confirmed no kinks in bottle tubings. The customer ran calibrations and qc, which were within expected range. The customer reran qc, which were within range. The cse revisited the customer site and replaced reagent probe 1 (r1) seals and ran wash 2. The cse replaced reaction tray wash unit drain valve 1 (cdev1) and ran precision testing using pooled serum, which passed. The cse reran precision testing and the results were within specifications. The customer ran calibrations and qc, which were within range. The cause of the discordant, falsely depressed results on multiple analytes is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed results were obtained on multiple analytes on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results on multiple analytes.